Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with cracked display window corner and scratched lcd window.

Event description:
The customer's father reported via phone call that the buttons were unresponsive. The customer's blood glucose was 170 mg/dl at the time of incident. The customer's father stated that the insulin pump was exposed to moisture. The customer's father stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.